Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31324. It was reported the patient was hospitalized due to post-operative pain following scs trial procedure on (B)(6) 2020. The trial leads were removed earlier than scheduled due to reported issue. This addressed the issue.